Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline dislodged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery with a max diameter of 3mm and a 3mm neck diameter. The landing zone was 3.5mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure was normal.  It was reported that the patient had a left ophthalmic artery segment aneurysm, 3.4mm*3.5mm. After the microcatheter was in place, the stent ped400-20 was routinely transported into the microcatheter. After the first 1/3 was released and opened, due to the insufficient riveting distance at the front end, it was retrieved and released again. After covering the tumor neck, filled in 3-4 and 2-2 spring coils in sequence. The surgeon continued to release the stent. When the stent was released through the clinoid curve, it was found that the stent was dislodged and pushed the push rod, but the stent could not be released. The micro-catheter was retrieved and the distal end of the stent moved, and the spring coil fell out of the tumor neck to anterior cerebral artery, causing blockage of the distal blood vessel and the stent could not be released normally. The surgeon said that there was a quality problem with the product, so he used an intermediate catheter to lift it up and removed the stent and microcatheter. The pipeline was used for an indi cation that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported multiple pipeline devices were not being used when the movement occured. Push resistance was relatively large during delivery. The device jumped during deployment. The tip of the catheter was moved during deployment at first, but then it wasn't. The cause of the dislodgment was not determined. The coil that fell out was not a medtronic coil. A thrombectomy with solitaire ab was done to resolve the blockage of the distal blood vessel. The patient experienced partial paralysis that recovered after 1 day as a result of the blockage. Replaced with a new dense mesh stent to complete the operation. The patient is recovering from the procedure with no special situation.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The micro catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have resistance in catheter as no defect was found with pushwire. In addition, the micro catheter used in this event was not returned. Therefore, any contributing factors from the catheter to the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.